Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient experienced syncope and was found laying on the ground. It was determined that the patient had experienced a contusion and hemorrhaging as a result of the syncopal episode. Device interrogation revealed the right atrial (ra) lead had a single episode of oversensing. It was further reported that the lead warning triggered, and the right ventricular (rv) lead exhibited over- and undersensing and low impedances. The leads remain in use and the patient's medication was altered. No further patient complications have been reported as a result of this event.